Manufacturer narrative:
Retrospective review for post market surveillance process identified this event as reportable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient mentioned they had the trial placed on the 23rd. The patient states on the 28th they noticed having tingling in the lower spine and pain on the same side as the ins and in the left leg. Patient states they have swelling in the middle of the back but the upper back is where it started. Patient states they were admitted into the hospital and they decided to turn the stimulator off for a full day. The patient states they decided to turn stim back on and when they did, they experienced a dramatic chest and back pain. The patient states it was almost near their shoulder. The patient mentioned the chest pain had started about 3 weeks prior to having the external device put in but the pain was so bad last night that they thought they were having a heart attack. The patient states they ended up turning stim off and they did feel better but did vomit. The patient states they had an EKG but it came back normal. The patient was redirected to their healthcare provider to further address the issue.